Manufacturer narrative:
The device is not available to the manufacturer..

Event description:
It was reported that during the stenting of the left basilar artery (ba) segment stenosis, the stent failed to open. The physician removed the stent and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that during the stenting of the left basilar artery (ba) segment stenosis, the stent failed to open. The physician removed the stent and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent stabilizer was kinked at 15mm from the hub, likely due to handling. The stent delivery catheter was deformed at 11cm from the hub. There was a guide wire returned within the stabilizer. No other anomalies were noted. . During functional test, the catheter was flushed and a large quantity of procedural fluid exited. The stabilizer was advanced with resistance noted, the stent deployed without difficulty and there were no anomalies noted to the stent. Even though the distal taper tip was cut to remove the stabilizer, the stabilizer was stuck in the deformed section of the catheter and unable to be removed. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.